Event description:
The customer reported communication errors. This error will result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ger service rep performed an on site investigation. The ps1 power supply was optimized after reseating the xf9 fuse. The system was tested and found to be working as intended and returned to service.